Event description:
Boston scientific received information that this right atrial (ra) lead had no capture due to lead dislodgement. The lead was dislodged twice so after the second dislodgement the physician took out the lead and replaced it with a competitor's lead. The field representative was sending back the lead for analysis. Additional information obtained from the field representative indicated that the lead dislodgement was confirmed through x-ray. This lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.